Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary testing revealed por (power on reset) parameters with ??? Marks for a serial number. Further analysis found no output and no telemetry conditions, which were the result of lifted hybrid bond wires.

Event description:
It was reported that the device showed a remaining longevity of 11-41 months, with an average of 27 months, in (B) (6) 2009. At the next follow-up 12 months later, interrogation of the device was not possible. The device was explanted and replaced. No patient complications were reported as a result of this event, and the patient outcome was reported to be ok following the replacement procedure.